Manufacturer narrative:
The extension has been returned, but the ins has not product ID 37603 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type implantable neurostimulator section d information references the main component of the system, other applicable components are: product ID 3708660 (B)(4) implanted: explanted: product type extension analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code 92 no longer applies to the extension, but still applies to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the cause of the high impedances was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient implanted for other deep brain stimulation (dbs) and movement disorders. It was reported that high impedances were measured during an ins and extension revision procedure. The high impedances were on contact pair 2-3 between 5000 and 8000 ohms on the new ins and extension. The extension was re-seated, but did not resolve the issue. A new extension was used and the old ins was also connected; however, there were still high impedances on pair 2-3. The lead was checked with twist-lock, and the impedance was normal. The physician closed up since 2-3 was not sued for therapy. No medical symptoms were reported. Refer to manufacturer report #3004209178-2017-19461 for details pertaining to the reportable related event.